Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 406 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer performed high pressure test and the insulin pump passed. The customer stated that they found that the cannula was bent. The insulin pump will be returned for analysis.